Manufacturer narrative:
Product information was received. It was discovered that the initial medwatch was incorrectly filed under warsaw manufacturer. Information is being reported on MDR# 0002648920-2017-00185.

Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient¿s left hip was revised approximately six years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.